Manufacturer narrative:
(B)(4). As the device was not returned for analysis, no evaluation could be performed. It was reported that the patient reused single use supplies. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) reused single-use supplies during the troubleshooting for an unrelated alarm on the homechoice (hc) device. The hp stated that they disconnect the supply bag and reconnected it to the heater line before calling the technical service representative (tsr) for troubleshooting assistance. This occurred during fill 3 of 3, while the hp was connected. The tsr explained that switching the bags could cause potential contamination. The tsr assisted with ending the therapy and the hp was going to finish with manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.